Event description:
On 02/04/2025, a brasseler representative was made aware of the complaint submitted to us endodontics. Brasseler distributes the same formulation under a different brand/label. Per the customer email dated (B)(6) 2025: "today I have a adverse event about 5x 9115557, edge bioceramic scaler, usebiocseu, lot: 24002sp from order (B)(4)." According to the dentist, all patients on whom edgebioceramic scaler was used complained of post-operative sensitivity, even to the point of extraction! At least 3 people were affected. Including a young women who had to have the treated tooth extracted. In one patient, the tooth only calmed down after the material was removed."